Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The user confirmed "the reprocessing is carried out according to the work instructions and only by personnel who have the expertise." And "if an endoscope is definitely contaminated with germs, it is blocked for use until negative testing." Growth of microorganisms were found through culture testing by the user after reprocessing. Olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. According to consultation with experts, damage at the biopsy channel likely contributed to the event. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third party testing and the device evaluation. The user sent the subject device to a third party for culture testing: receipt date: (B)(6) 2023. Start of analysis: (B)(6) 2023. Sampling from: all channels. Colony forming unit (cfu): 4cfu. Bacterial identification: coagulase negative staphylococci. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: light guide lens was cracked. Plastic distal end cover was scratched. Bending section cover adhesive was separated and worn out. Suction cylinder was scratched. Suction cylinder color ring was peeled off. Key top 1 was cut. Low angle and failed bending tube movement. Biopsy channel was cut. However, these defects alone are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested negative for microbial contamination. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for microbial contamination. During the sampling, the scope tested positive for unknown colony forming units (cfus) of pseudomonas aeruginosa. The issue was found at reprocessing during a routine culture of the scope. The user did not report any patient/user harm or injury reported due to the event.